Event description:
Information was received indicating that during use, a smiths medical cadd legacy plus pump exhibited an occlusion alarm. No patient consequences were reported. No adverse events were reported.